Manufacturer narrative:
(B)(4). The reported failure of the alarm speaker was 'not working' was verified. This is a known issue and has been isolated to the speaker attached to the saturation of peripheral oxygen printed circuit board (spo2 pcb). Complaint trends will continue to be monitored.

Event description:
During analysis of the unit, it was observed that the alarm speaker was not working. There was no patient involved.